Event description:
A customer contacted beckman coulter inc., (bec) and reported obtaining an erroneously elevated troponin (accutni) result, within the risk stratification range, for one patient sample. The sample was tested on the unicel dxl 600 access immunoassay system. The result was reported out of the lab and the patient's doctor questioned the elevated result. Repeat testing of the patient sample on the same instrument and the customer's other instrument produced lower results within the normal reference range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer supplied data, the patient sample was collected in a lithium heparin plasma sample tube. Based on available information, the patient sample was a full draw and no sample turbidity was noted. Per customer data, the patient sample was centrifuged for seven (7) minutes at 4200 rpm. Qc was performing within the customer's established ranges on the date of the event. System check data has not been supplied to date. No service information has been provided to date. Per customer supplied data, it was noted that a "dirty wash wheel" was cleaned by a field service engineer (fse) during a service visit to perform a preventive maintenance (pm); the date of this service was not provided. A definitive root cause has not been determined to date for this event with the information supplied.